Event description:
It was reported that a patient developed a skin wound after removing the pod. They were wearing the pod for more than 48 hours on the arm. The patient visited their doctor and was prescribed an ointment cream.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Manufacturer narrative:
The device was received fully deployed. A large section of something that resembles skin was observed on the blood soaked adhesive pad. It could not be determined what composed that large section of unidentified material. No alarms, timeouts, nor drive stalls were observed in the data. The cause of the skin irritation could not be determined.